Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. The samples were recollected, repeated on the max, and upon repeat were negative. The customer stated results were reported out, but there was no report of patient impact. Assays used: CT, gc, tv. The following information was provided by the initial reporter: " review of sample pcr data completed and updated customer with a summary of review outcome. The initial sample (a8) pcr data show true but late gc amplification; second recollect sample (b3) shows no detectable gc dna or sample target level is below assay lod. Recommended next steps include environmental monitoring and monitoring of positivity rates. It was reported that max ctgctv discrepant result. Customer problem: max ctgctv discrepant result steps taken with customer/troubleshooting: (B)(6) ctgctv (lot k58035075520211221), run 16 ((B)(6)2021), position a8 (endocervical patient sample) - initial result CT neg, gc pos, tv neg; customer states sample repeated and all results matched; positive gc result reported and result disputed; recollection of endocervical sample from same patient and tested on (B)(6) with ctgctv (lot k58028237020211109), run 22 ((B)(6)2021), position b3 ¿ recollect sample results all negative for CT, gc, and tv; "

Manufacturer narrative:
The following fields were updated due to corrected information: b.5. Describe event or problem: it was reported that while using the bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. The samples were recollected, repeated on the max, and upon repeat were negative. The customer stated results were reported out, but there was no report of patient impact. Assays used: CT, gc, tv. The following information was provided by the initial reporter: " review of sample pcr data completed and updated customer with a summary of review outcome. The initial sample (a8) pcr data show true but late gc amplification; second recollect sample (b3) shows no detectable gc dna or sample target level is below assay lod. Recommended next steps include environmental monitoring and monitoring of positivity rates. It was reported that max ctgctv discrepant result. Customer problem: max ctgctv discrepant result. Steps taken with customer/troubleshooting: (B)(6) ctgctv (lot k58035075520211221), run 16 ((B)(6)2021), position a8 (endocervical patient sample) - initial result CT neg, gc pos, tv neg; customer states sample repeated and all results matched; positive gc result reported and result disputed; recollection of endocervical sample from same patient and tested on (B)(6) with ctgctv (lot k58028237020211109), run 22 ((B)(6)2021), position b3 ¿ recollect sample results all negative for CT, gc, and tv. " d.1. Medical device brand name: bd max¿ system, bd max¿ instrument h.6. Investigation: a "correlation/repro/discrepant" result complaint was reported against the bd max instrument, catalog number 441916, serial number (B)(6) the customer reported that when running ctgctv assay on patient sample, the result yielded CT - negative, gc -positive, and tv- negative. Sample was repeated and yielded the same result. Customer recollected the patient sample and retested and yielded all negative result. Customer sent pdf and csv files to bd for analysis. Review of the pcr data shows late but true amplification in the initial samples and no amplification on the recollected sample. Customer was recommended to perform environmental monitoring and monitor positivity rates. Field service was not dispatched. No parts were replaced nor returned to bd for investigation. Root cause cannot be determined with information provided. Complaint is unconfirmed. Investigation consisted of a review of the instrument installation, service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. The samples were recollected, repeated on the max, and upon repeat were negative. The customer stated results were reported out, but there was no report of patient impact. Assays used: CT, gc, tv. The following information was provided by the initial reporter: " review of sample pcr data completed and updated customer with a summary of review outcome. The initial sample (a8) pcr data show true but late gc amplification; second recollect sample (b3) shows no detectable gc dna or sample target level is below assay lod. Recommended next steps include environmental monitoring and monitoring of positivity rates. It was reported that max ctgctv discrepant result. Customer problem: max ctgctv discrepant result. Steps taken with customer/troubleshooting: ct2112 ctgctv (lot k58035075520211221), run 16 ((B)(6) 2021), position a8 (endocervical patient sample) - initial result CT neg, gc pos, tv neg; customer states sample repeated and all results matched; positive gc result reported and result disputed; recollection of endocervical sample from same patient and tested on ct2112 with ctgctv (lot k58028237020211109), run 22 ((B)(6) 2021), position b3 ¿ recollect sample results all negative for CT, gc, and tv. "